Manufacturer narrative:
Photos of the failure point were provided. Visual inspection of the pictures is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint device was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the sales representative indicated that a demonstration unit of a 6mmx15cm powerflex pro pta balloon catheter is being returned to cordis quality as it is not labeled ¿not for human use¿ on the pouch. It was intended as a demonstration unit, but not appropriately labeled as such. "I have added large ¿x¿s¿ to the box and pouch to identify it appropriately as not saleable." Cordis quality has identified all units within this lot to be returned as they are deemed unsterile. The device was not in used in patient. The product was returned for inspection but not the packaging. Three pictures were received attached to the complaint file # (B)(4). Two pictures are from the product box; one of the box¿s sides shows the product information. This side is also marked with a cross. The picture of the back side of the product box shows a ¿not for human use¿ label, and this side is also marked with a cross. The third picture shows the front panel of product pouch that shows the product information. This side is also marked with a cross. No other issues were noted. Per visual analysis it was confirmed that the ¿not for human use¿ label was not placed onto the inner pouch. A device history record (DHR) review of lot 15617883 revealed no anomalies or non-conformances related to the reported complaint. Lot 15617883 was manufactured as a demonstration unit. The complaint reported by the customer as ¿packaging/pouch/box- labeling incorrect - injury possible: (peripheral)¿ was confirmed by analysis as it was noted that the ¿not for human use¿ labels were not placed onto the inner pouch. The exact cause of the failure could not be determined during the analysis. This event is considered to be a product related issue and a risk assessment was initiated to further investigate this issue and to document corrective actions.

Event description:
The report received from the sales representative indicated that a demo unit of a 6mmx15cm powerflex pro pta catheter is being returned to cordis quality as it is not labeled ¿not for human use¿ on the pouch. It was intended as a demo unit, but not appropriately labeled as such."I have added large ¿x¿s¿ to the box and pouch to identify it appropriately as not saleable." Cordis quality has identified all units within this lot to be returned as they are deemed unsterile. The device was not in used in patient. The product will be returned for inspection.